Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the nozzle occurred since the reprocessing was deviated from the instruction manual from the obtained information. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to clogging of nozzle, water removal ability does not meet the specifications due to wear of angle wire, due to clogging of nozzle, air supply volume does not meet specifications, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, rubber has a scratch, adhesive on rubber has a chip and a white clouded area, universal cord has a wrinkle, distal end has a dent, and connecting tube has a dent, scratch and wrinkle. The customer provided to olympus the following information related to reprocessing of the device: the device was cleaned, disinfected and sterilized before returning to olympus, the customer was unable to identify when the foreign material adhered to the scope, the air/water nozzle was flushed with water and air, it is unknown if there were any abnormalities in the accessories used for reprocessing, the device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges, the air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor water supply during an unknown diagnostic procedure. During inspection and evaluation, the nozzle is clogged with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.